Event description:
During a lap colon procedure, when the device was fired the first four clips were scissoring when they were fired. Another device was used to complete the case. There was no pt consequence.